Manufacturer narrative:
(B)(6). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps did not engage in the tissue completely. The procedure was completed with another like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Upon inspection, the visual characteristics and the functional ones make this device acceptable to work normally. As conclusion; device worked as intended.